Event description:
It was reported that during a veterinary procedure on an unknown date, suture was used. The needle detached from the suture during the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The needle and suture were examined for visual inspection attribute defects and no defects were found. The insertion end of the suture was measured. The suture did not have sufficient insertion. The assignable cause is a short insertion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.